Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to loosening; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿patellar tendon rupture and ligamentous laxity.¿

Event description:
It was reported that the patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to unknown reasons. Patient underwent a further revision procedure on (B)(6) 2014 due to laxity and instability. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was reported in error on the initial report. Reporting this event as laxity/instability, rather than loosening of components as previously reported.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to looseness of the knee or instability; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).